Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump would alert low battery and then will shut down. Customer didn't know his blood glucose level. Troubleshooting for low battery was initiated and was not finished due to motor error alarm that was noted in the device history. Troubleshooting was changed to motor error. Customer stated the device was not exposed to an MRI. He doesn't use the sensor feature and was able to complete the rewind sequence. Due to motor error customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours, no low battery alert noted. All operating currents are within specification. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted; the motor was tested outside of the device and passed. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.